Event description:
It was reported that a patient underwent an extrapharyngeal anterolateral procedure at c5-c6 <(>&<)> c6-c7. Approximately 118 days (4 months) postoperatively, the patient complained of neck pain which was rated 5 on a scale of 10. Patient was prescribed flexeril and ibuprofen and celebrex. A CT of the neck was taken during a follow up 340 days (11 months) postoperatively. Patient's neck pain and left arm pain worsened since 6 month post-op visit and complained of burning sensation in the neck and left shoulder. Pseudoarthrosis was ruled out with the CT scan but did reveal a halo around the screw at c5-c6 causing question of continued pseudoarthrosis. At 456 days (15 months) postoperatively, the patient underwent trigger point and occipital nerve injections. A revision surgery was performed 15 months post-op to explore a "fusion mass c5-c7" via posterior approach because patient complained of "worsening neck pain radiating to the top of the shoulder". Exploratory surgery revealed "solid arthrodesis", according to the report. The patient reportedly still complained of neck pain after the revision and continued prescription medications including ibuprofen and lortab. And depo medrol. No other information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 976-142 / lot: unknown (anterior cervical plate) part: 876-814 / lot: unknown (x5) (va self-tapping 4.0x14mm) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was seen for 120-month study visit on (B)(6) 2017. Patient still had cervical pain with right arm pain /weakness. Treatment included bilateral c4-c5, c7-t1 facet injection with 3cc 1% lidocaine <(>&<)> 1cc decadron 10mg/ml and an MRI that showed disc bulge and left sided facet hypertrophy of c3-c4, c4-c5

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The investigator made the following correction in the previous reported information: ¿addition: per MRI report, minimal disc bulge and mild left-sided hypertrophy at c3-4 causing no impingement; mild left-sided facet hypertrophy at c4-5 causing mild foraminal stenosis without impingement. Delete: MRI 9/30/14 showed disc bulge and left sided hypertrophy of c3-4, c4-5.¿